Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of pain medication for non-malignant pain. The pt experienced increased pain and noted volume discrepancies on refill. The hcp performed a dye study and found catheter placement was correct. An x-ray rotor study showed the pump rotor had stopped. The device was explanted in 1999 and returned to the MFR for analysis. The pt underwent implantation of another synchromed pump in 1999.